Event description:
It was reported that the guide wire was used to attempt to cross a proximal right pulmonary artery stenosis. The pt wsa post op tetralogy of fallot - fallot's tetrad; the most common form of cyanotic congenital heart disease. No add'l event or pt info is available. This is being reported based on the returned product evaluation that revealed a separated guide wire.

Manufacturer narrative:
H6: results code: quality engineering was unable to determine a root cause for the guide wire separation. Evaluation summary: quality assurance analysis revealed that the guide wire was returned without any blood or contrast visible. The core had separated at the distal end of the hypotube. There was a small piece of the core extending out the distal end of the hypotube. The separated distal portion of the guide wire was not returned. There was no other damage noted to the guide wire. The returned portion of the guide wire was advanced through a .0145" hole gauge without resistance. This met manufacturing criteria. This will be sent to the lab for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned device. Reviewing the scanning electron microscopy (sem) result, the device core showed evidence of a heavy bend adjacent to the hypotube. The sem also showed the guide wire failed from ductile overload. The guide wire was, therefore, subjected to forces that exceeded the strength of the device. The balance family of guide wires was designed with the hypotube junction 40 cm from the distal tip. The hypotube joint should never be kinked because a kink will damage the joint, but even with treatment of a very distal lesion, during normal use, this junction should only enter the primary curve of any guiding catheter. Therefore, the opportunity of the guide wire being bent into a tight enough bend to damage the hypotube should only happen in unusual circumstances. The incident info did not describe how the guide wire may have been bent. Guide wires are fragile and it is possible that during removal of the guide wire from the dispenser hoop, preparation of the guide wire for use or loading of the guide wire into the rotating hemostatic valve (rhv) or another device, that a bend of this type could occur that would later fracture. Pushing against resistance could also cause the guide wire to bend as found on the returned device. In this case, the root cause of the bend and subsequent failure due to ductile overload is unknown, but the analysis did not show a manufacturing related cause for the experience. The lot history record was reviewed and there are no non-conformities associated with this lot number. A query of the complaint-handling database was performed and there have been no similar complaints reported with this part and lot number combination. This very low-level failure mode will be trended. Action may be taken based on adverse trend results. To insure this does not occur, manufacturing 100% checks all guide wires for any bends or kinks along the core. Also, every guide wire is non-destructively checked for hypotube joint tensile strength and must meet the minimum two pound specification requirement. Also, on a sampling basis, the hypotube joint is pull tested to failure and must meet control requirements showing that the lot is in control and meets the specification for pull test. This MDR is considered closed by the quality assurance department.